Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this malfunction has not previously caused a serious injury.

Manufacturer narrative:
(B)(6). Device product code- kyz. Customer has not indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not being returned.

Event description:
It was reported that expiration dates on implant stickers and outer packaging did not match. No adverse events have been reported as a result of the malfunction.